Event description:
It was reported that the right ventricular (rv) lead has shown changes in its measurements since the implant. The most recent threshold was 4.5v at 1.5ms, an increase from 0.5v at the time of implant. The programmed value is now 6.0v at 1ms. Impedance measurements decreased from 550 ohms to 293 ohms, and the r-wave amplitude has also decreased. Technical services (ts) suggested that the lead may have dislodged or that a micro perforation may have occurred. Ts recommended a chest x-ray to assess the lead position, and a lead revision may also be considered. No immediate impact on the patient has been observed. This lead has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead has shown changes in its measurements since the implant. The most recent threshold was 4.5v at 1.5ms, an increase from 0.5v at the time of implant. The programmed value is now 6.0v at 1ms. Impedance measurements decreased from 550 ohms to 293 ohms, and the r-wave amplitude has also decreased. Technical services (ts) suggested that the lead may have dislodged or that a micro perforation may have occurred. Ts recommended a chest x-ray to assess the lead position, and a lead revision may also be considered. No immediate impact on the patient has been observed, and the lead remains in service.